Event description:
A customer in germany reported a false susceptible ertapenem result for a patient serratia marcescens isolate using the vitek ®2 ast-n223 test kit (reference #: 413110 lot# : 6231029403). The customer reported that the ertapenem mic was <= 0.5 susceptible to the treating physician. Isolate was sent to national reference lab for carbapenemase screening. The reference lab used gradient strip as an alternate method resulting in ertapenem mic >1 resistant and ertapenem agar disk diffusion which resulted in an 18mm inhibition zone - resistant. The customer noted a delay > 24 hours because of the gradient strip testing. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal investigation was performed for a false susceptible ertapenem (etp) result for a patient serratia marcescens isolate using the vitek® 2 ast-n223 test kit (reference #: 413110 lot# : 6231029403). The customer's isolate identification to serratia marcescens was confirmed on the vitek gn ID card. The reference method (agar dilution, ad), which was the method used for ertapenem development (formulation etp01n) on ast-n223 gave : etp mic = 1 mg / l I. This reference mic is on the breakpoint, the strain is then borderline (within one doubling dilution, interpretation can shift from s to I or r). Testing was performed with vitek 2 v8.01 (aes parameters : eucast + eucast based), and the isolate was subcultured on cba (cos bmx) medium. Testing included one customer lot (cl : 6231029403) and a random lot (rl : 6230775203). Vitek 2 results were etp mic <= 0.5 mg/l s on both lots. Conclusion : in-house, the susceptible customer results were reproduced. The vitek 2 etp mic remains in agreement compared to the reference mic (ad = 1 mg/l I), this value <= 0.5 mg/l s) leads to a minor error of category. The reference mic is on the breakpoint; the strain is then borderline. The vitek 2 ast-n223 lot #6231029403 met final qc release criteria and passed qc performance testing.